Event description:
The event is reported as: "alleged issue: surgeon used stapler for closure on a neuro case. Surgeon explained that stapler worked smoothly the first 10-12 staples, but after the staples did not fire as easily and made a strange sound. Surgeon was able to complete closure and pt was unharmed." Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when completion of investigation.